Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges the tip of the swg (spring wire guide) was kinked prior to insertion. A new kit was used.

Manufacturer narrative:
(B)(4). The customer returned a spring-wire guide (swg) still inside of the assembly for evaluation. The components did not show any evidence of use. Visual examination revealed the distal end of the guide wire is protruding from the thumb guide of the assembly and is bent/kinked with offset coils on the j-tip. The kink is causing the distal end to bend at a 90 degree angle forming an l shape. The guide wire assembly was returned without the cap or advancer tunnel which together keeps the guide wire retracted within the assembly. The kink observed is consistent with the guide wire advancing slightly out of the assembly and coming in contact with other components during shipping and handling. The customer did not report whether the cap was secured to the assembly upon opening the kit. Microscopic examination confirmed the kink and offset coils. No other damage to the components were observed. Both guide wire welds were full and spherical. The kink and offset coils were located approximately .25 mm away from the distal end of the swg. The length and outer diameter of the swg were measured and were within specification. A manual tug test confirmed both the distal and proximal welds were intact. A device history record (DHR) review was performed on the kit and the guide wire assembly and no relevant manufacturing issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. The returned guide wire showed no signs of use and was kinked with offset coils towards the distal end of the guide wire. Dimensional inspection of the sample did not reveal any manufacturing related issue. The guide wire and the assembly were returned without the advancer tunnel or assembly cap. The damage observed is consistent with the cap coming off during transit. A DHR review was performed and did not reveal any manufacturing/packaging related issues. Based on the observed damage and customer report, the probable cause of this issue is shipping and handling related.

Event description:
The customer alleges the tip of the swg (spring wire guide) was kinked prior to insertion. A new kit was used.